Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok/enter button was over responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-nov-2017 with the following findings: during investigation, the pump was returned and unable to duplicate the unresponsive keypad complaint. The keypad cover was found to be undamaged, and all buttons were responsive. The keypad cover was opened, and no contaminants were found under the contacts. The pump was opened, and no intermittent conditions were observed on the keypad flex connector.